Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set leaked from an unspecified location. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.